Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2020-01405, 3005168196-2020-01406.

Event description:
The patient was undergoing a coil embolization procedure in the branches of the hypogastric artery using ruby coils and a lantern delivery microcatheter (lantern). It was noted that the patient anatomy was tortuous. During the procedure, the physician advanced a ruby coil into the branches off of the hypogastric aneurysm using the lantern; however, the ruby coil would not take its intended shape and subsequently, the ruby coil continued to run distally down the vessel. It was reported that the physician attempted several times to have the ruby coil take its intended shape; however, were unsuccessful. Therefore, the ruby coil was removed. Next, the physician advanced another ruby coil through the microcatheter; however, the ruby coil became stuck in the microcatheter. Therefore, the microcatheter with the stuck ruby coil were removed together and no longer used in the procedure. The procedure was completed using four additional ruby coils and a new lantern. There was no report of an adverse effect to the patient.